Manufacturer narrative:
The complainant was unable to provide the lot number for this device; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation, as it is currently implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a low profile button replacement g-tube was used during an enteral feeding device replacement procedure performed on approx two weeks ago. According to the complainant, post procedure, the cap opens too easily. The cap opens with the slightest contact which causes leakage. The pt taped the cap, however, the tape is causing irritation to his skin, which is being treated with a topical antiseptic. The pt's condition was reported to be fine.